Event description:
It was reported that during a laparoscopic cholecystectomy, metal shards were coming off the base of the tip of the suspect device prior to the jaws being opened. A metal shard was seen on the patient¿s gallbladder and retrieved with a grasper. The procedure was completed with no patient harm reported.